Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed power loss multiple times. Customer stated that the battery was not out of the device for more than 10 minutes. The customer had tried a new battery and received a power loss alarm again. Blood glucose value was 90 mg/dl.

Manufacturer narrative:
The pump passed the functional testing, including the self test, sleep current, active current, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The power management parameters graph confirmed the unloaded and loaded voltage was within the specification range. No unexpected pump error 25 alarm was noted. The battery was removed from the pump and then the battery was reinserted within ten minutes. No unexpected power loss alarm was noted during testing. The pump had minor scratches on the display window, a scratched case, keypad overlay texture damage and a pillowing keypad overlay.